Event description:
The patient experienced a loss of therapeutic efficacy after use of ultrasound on his shoulder. The patient had therapeutic ultrasound 3 times. The patient was seen by the field representative. His outcome was reported as 'fine'. He did not experience diathermy.